Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : device not returned yet.

Event description:
Red status indicator and device beeping. No patient involved.

Manufacturer narrative:
The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 350p passed ¿out qat from heartsine technologies on the 6th november 2014. On receipt of the device, the pad clock was incrementing with an incorrect date and time. The rtc circuitry was measured and found to be comparable with a known good unit. Information from the memory logs shows the date and time was previously nonsensical, before returning to a date in the year 2000.on visual inspection of the pcba, there was evidence of excess flux around the through hole components on the solder side of the board, including around the y1 crystal in the rtc circuitry. This may have had an adverse effect on the y1 crystal, resulting in the desynchronization of the pad clock, however, this could not be confirmed during the investigation.interruption of the y1 crystal is usually indicated in by the voltage low (vl) flag in the internal rtc seconds register being set, however, on inspection of the rtc registers upon receipt this flag was not set. After resynchronising the pad clock, the device was temperature cycled between 0°c and 50°c for 48 hours while performing a self-test every 20 minutes. This is equivalent to approximately 33 months of normal use without fault.it is possible, that following an interruption of y1, an attempt was made to resynchronise the pad clock using the saver evo application. This would have reset the vl flag and resulted in the clock incrementing again, however, the rtc chip may have been corrupted during this time. The rtc time and date is not a critical failure because, as demonstrated, the device¿s ability to delivery therapy is unaffected. The user would have been alerted with a ¿warning, device service required¿ prompt and a flashing red status led as per the reported fault. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
Red status indicator and device beeping. No patient involved.